Manufacturer narrative:
67 - the high resolution stereo viewer (hrsv) was returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. Failure analysis investigation did not replicate nor confirm the reported problem. There was no trouble found. A follow-up MDR will be submitted if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left monitor on the high resolution stereo viewer (hrsv) as the monitor was black and there was no signal. The system was tested and verified as ready for use. The hrsv was returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. However, the root cause of the customer reported failure mode cannot be determined as failure analysis investigation is in progress. A follow-up MDR will be submitted if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye was black on the surgeon side console (ssc). The customer replaced the camera, but the error occurred again. The system logs reported error 40067 pointing to the ssc. They swapped the blue fiber cable on the patient side cart (psc) and ssc, but the error occurred again. Both video channels on the vision side cart (vsc) were good. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer on (B)(6) 2019 and obtained the following additional information: there was no patient injury and the patient was doing fine.